Manufacturer narrative:
The body was made at the following location: (B)(6).

Event description:
Consumer reported she used the toothbrush (B)(6) 2010. She noticed on (B)(6) 2010 that her tooth was chipped and believes it was caused by the toothbrush. She did not seek medical treatment.